Event description:
User facility reported that during an arthroscopic procedure, right knee, an extravasation occurred. The leg was evevated and ted hose applied. No surgical intervention required. Pt was discharged the same day. User facility reported that no unusual occurrences was noted with the device during the event.